Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The e7506 instructions for use (IFU) contains a warning that their use in non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.

Event description:
The customer reported that the patient had undergone a renal rf ablation procedure without any complications. Upon removal of the grounding pad, an area of redness was noted on the patient&#39;s thigh. The following day it was noted that the red area was blistered. Four grounding pads were in use for the procedure.